Event description:
Partial knee procedure - the threads separated on a trial bearing. While attempting to remove the bearing the pt's knee ligaments loosened. This resulted in the surgeon increasing the bearing by three (3) sizes.